Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: opened during surgery and found black specks inside package, unsure what they are. The probable root causes could be the tyvek cover was dirty or the packagers hand had contaminants during packaging.

Event description:
It was reported that foreign material was found inside the sterile package.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that foreign material was found inside the sterile package.